Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with mentor medical devices (smooth round mod. Plus profile, date of implant (B)(6) 2012) has experienced breast implant rupture complicated with granulomas. As a result, the patient underwent implant explantation. Date of explantation has not been reported to mentor. The available information, provided in the file, is nonspecific and very limited. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the right prosthesis.